Event description:
Per the surgeon, the patient¿s receiver stimulator migrated and the patient underwent revision surgery in 2009. Per the surgeon, he was able to reposition the device without incident and the patient is doing well.